Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 21 mg/dl. The customer stated that his blood glucose levels may have gone low due to not eating lunch. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.